Event description:
Customer complaint that the self-monitoring blood glucose meter when setting the date and time, it just goes to 2021 and then starts over again. (Model emng).

Manufacturer narrative:
Conclusion is the firmware has been updated since 2019. The meter has expired (expiry until 2021), and this issue has been addressed by releasing new firmware in 2019. (B)(4).